Event description:
It was reported that the patient had their lead explanted and replaced due to high impedances on multiple contacts. The explant procedure was completed successfully.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that the lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient had their lead explanted and replaced due to high impedances on multiple contacts. The explant procedure was completed successfully. The clik x anchor was not returned for analysis.